Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a tot procedure in (B)(6) 2010 (exact date unknown). There were no complications during this procedure. The patient was reported to be in her thirties and of average weight. According to the complainant, the patient experienced recurring incontinence, persistent infections, vaginal pain, a protrusion of the mesh, bilateral numbness and a tingling sensation down her legs. The exact nature and date of onset of these symptoms are unknown. The day after the initial procedure, the patient was discharged with an indwelling catheter. Several days post procedure, the patient returned for a follow up visit. During this visit the catheter was removed and the patient was voiding normally. A few days after the follow up visit, the patient went to the ER and presented with difficulty voiding. The patient was found to have 100 cc of post void residual urine, which the physician stated was normal several days after a sling procedure. The patient returned to the ER a second time (exact date unknown) within six weeks of the initial procedure, complaining of retention again. This time, the patient was found to have 10 cc of post void residual urine and the physician considered the retention to be resolved. The patient presented to the physician with pain (exact date unknown) and was later diagnosed with interstitial cystitis (ic). The patient was prescribed installations (dosage unknown) of heparin and lidocaine to treat flare-ups of the ic. In (B)(6) 2011, a cystoscopy performed by a different physician confirmed the ic. The implanting physician reported that the patient did not have any sling related infections, erosion, or protrusion of the mesh and did not ever have an abnormal urinalysis test. The physician also reported that the patient's pain and numbness were most likely due to the ic and not the sling. It is unknown how long the patient has had ic. The physician has not seen the patient since 2011 (date of last visit unknown) and her current condition is unknown.